Event description:
The surgeon performed a partial knee arthroplasty procedure using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. In the implant planning page, the surgeon observed a medial shift of the femur and five red tracking points on the lateral side of the femoral condyle in the model. The makoplasty specialist (mps) lateralized the femoral and tibial components in the plan under the surgeon's guidance. The surgeon then recaptured joint balancing poses twice and re-registered the femur, but the same result was seen. The surgeon proceeded with the case and observed that contrary to the system model, the implants tracked right down the middle as desired.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. The surgeon involved in the event used the correct measures to ensure planning accuracy. By giving priority to implant alignment over implant tracking, it can be ensured that the implants will be appropriately planned in relation to the patient anatomy. The restoris mck planning and surgical technique user guide was updated to include a clarification that implant alignment should take priority over implant tracking for lateral cases.